Event description:
Ous MDR - it was reported that the lead was explanted 14 months after the implantation due to oversensing. The extraction was reportedly quite difficult because of the fibrotic tissue. After the extraction an insulation damage in the region of the clavicle could be observed.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 29 cm distal of the df4 connector pin. All parts of the lead were returned for analysis. The visual inspection of the fragments showed, as mentioned in the complaint text, that the lead body was severely damaged by squashing and deformation 26 cm to 29 cm distal of the df4 connector pins. The insulation was frayed in this area, and the coating of the rope conductors to the shock coil and to the ring electrode was damaged. This damage pattern is with high probability the cause of the reported oversensing. The damage required an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to subclavian crush. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.